Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v164202, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The patient reported that when the ins was first implanted the hcp had to change the leads as they drifted down. The reported he would walk along and would get electrocuted and attached to the vertebrae. They changed leads and this has not happened again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the leads moved once before and those were replaced with a tab permanently affixed to the bone. The patient said that worked okay for several years. No further complications were reported.